Event description:
When a smoke evacuation bovie pencil was plugged into a bovie machine, the 'cut' function was continuously activated despite no one pressing the cut button nor was the pencil pressing against anything. After the bovie machine was turned off and on, the pencil was plugged in again, and the cut function was automatically activated again. The bovie pencil was removed from the sterile field and a new one was opened. The bovie pencil came from a femoral distal pack (scv7cfdyno), lot # 113901, mfg date: [redated date], exp date [redated date]. The defective bovie pencil was placed in a plastic bag with the sharp tip removed and placed in the silver cabinet designated for defective items in spor's dirty utility room with the surgeon's name and patient label. The defective pencil was not used on the patient. The bovie machine ID is y021161 located in spor 11. A regular bovie tip was used and the older bovie machine (valley lab force fx) was used. A new smoke evacuation bovie (ref sep6000) was opened and worked fine with the same bovie machine.